Event description:
It was reported, the patient had fluid at the pocket site. Fluid was drawn to be tested, and no infection was found. It was noted that it might have been due to "soft tissue." It was also noted there was "a lot of scar tissue buildup from the 3 previous implantable neurostimulator (ins) implants."it was stated the physician moved the ins to the left front side of the patient's body. It was unclear when the ins was moved, and if the fluid related to the scar tissue. Fluid at the pocket site was also reported under manufacturer report# 3004209178-2013-03973.

Manufacturer narrative:
Product ID, 748966 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension; product ID, 748966 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension; product ID, 7435 lot# serial# (B)(4), implanted: 2011 (B)(6), product type programmer, patient; product ID, 3887-33 lot# j0123293v, implanted: 2001 (B)(6), product type lead; product ID, 3887-33 lot# j0123293v, implanted: 2001 (B)(6), product type lead. (B)(4).

Event description:
Upon further review, it was stated that when they put the fourth one in, they put it back on the left side just above the buttocks, but then it was really painful so they moved it around to the front side on the left.

Manufacturer narrative:
(B)(4).